Manufacturer narrative:
The field service engineer could not determine a cause. The customer repeated other patient samples and these ran successfully. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, for gen.2 on a cobas 6000 c (501) module. The sample initially resulted with an na value of 112 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting with an na value of 126 mmol/l. The repeat value was believed to be correct. The sample initially resulted with a k value of 3.4 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting with a k value of 4.1 mmol/l. The repeat value was believed to be correct. The na electrode lot number was u93, with an expiration date of 01-sep-2020. The k electrode lot number was c90, with an expiration date of 22-aug-2020.